Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking was confirmed. Visual inspection showed no anomalies. Examination under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. During functional testing a leak was observed at the engagement of the tubing to male luer adapter. The root cause was not identified.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.